Manufacturer narrative:
Correction to d1(brand name), d3 (country type, country), d4 (model #, lot#, expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported finding during the injection the needle clogs. Caller refusing to do a flow lot # unknown. Catalog# bd nano 32g unknown item number. Date of event 02.27.2024. Sample status awaiting sample. Cs0070116.